Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic segmental lung switching, when they prepared to sever the lung segment bronchus, the device did not fire, the surgeon was able to press the green button and the handle did not squeeze. Another device was opened to complete the case. There was no patient injury.